Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen would not respond to touch or calibrate. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that due to the touchscreen issue, they were requesting a field service engineer (fse) be sent to the customer site to evaluate the device. The fse went to the customer site and downloaded and reviewed the device diagnostic report (drpt). There were no significant error codes present. The fse confirmed that the touch screen would not properly calibrate, then dismantled the user interface (ui) and examined it for wear and breakages. The fse replaced the touchscreen and reassembled the ui to test it. The fse performed and passed the following verification procedures: preliminary procedures, electrical safety test, touch screen calibration, ventilator controls, and preparing the ventilator for use. As all tests passed, the device was returned to the customer ready for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The resistance notes were high and out of specification. The pil tech also verified that no portion of the touchscreen responded when touched, and an attempt to calibrate the touchscreen was unsuccessful. The high out of specification resistance results were the cause of the touchscreen issue, and the reason the issue could be confirmed at the pil. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.